Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, mild paravalvular leak (pvl) was noted. A balloon aortic valvuloplasty (bav) was performed. Subsequently, an echocardiogram indicated severe central aortic insufficiency. A second transcatheter bioprosthetic valve was implanted resulting in no paravalvular leak (pvl) or aortic insufficiency. No other adverse patient effects were reported.